Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 120 mg/dl. Reportedly, the pump supplies were changed to address the issue. Reportedly, customer removed insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling.